Event description:
The report from the affiliate indicated that approx eight (8) months after the index procedure, the pt returned to the hosp for follow-up. The pt was not symptomatic. Coronary angiography was done and thrombus was observed to be present from the ostial portion of the second cypher stent (stent #2) implanted in the proximal right coronary artery (rca) target lesion through to the first cypher stent (stent #1) which was implanted in the distal rca target lesion. The late thrombosis was treated by percutaneous transluminal coronary angioplasty (ptca) using two (2) balloons which were 1.5 and 2.5 mm in diameter.

Manufacturer narrative:
The index procedure was an emergency case due to unstable angina pectoris (uap). Lesion #1-1 was the distal rca. The lesion was reported to be: de novo, concentric, 10 mm in length, vessel diameter of 2.5 mm, and type b1. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 8 atm for 30 sec. A cypher 2.5x 18 mm stent (stent #1) was implanted at 16 atm for 10 sec. The stent was not post-dilated. Ivus was not done. There was a lesion noted to be proximal the the implanted cypher stent, but was not treated due to the lesion being a flexion lesion. The residual stenosis was 0.%. The flow pre and post-procedure was timi 3. An act was not measured. Lesion #1-2: the target lesion was the proximal rca. The lesion was reported to be: de novo, concentric, 10 mm in length, vessel diameter of 3.0 mm type a. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 14 atm for 30 sec. A cypher 3.0 x 18 mm stent (stent #2) was implanted at 16 atm for 10 sec. The stent was not post-dilated. Ivus was not done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2006-01707 and # 9616099-2006-01708.